Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from france that the blue led light on the universal battery charger device was flashing during charging. The event was not related to surgery. There was no patient involvement. There was no delay to a surgical procedure. It was not reported if there was a spare device available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Manufacturing investigations have been performed and observed that the blue light emitting diode flashed and the device failed the self test. It was determined that electronic component (opto-coupler) inside the charger was found to be out of order and caused the reported issue. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a manufacturing / process error. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.